Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, she lost consciousness in the plane. The patient was saved by a doctor (no treatment documented and the patient was provided food/drink) that happened to be on board. Prior to losing consciousness the patient was feeling fine and her cgm was 107 mg/dl. The patient reported that something happened to the dexcom g6 or the omnipod but was unsure what happened as she passed out when the plane was landing. The patient declined to provide further information about the event. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.